Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. A stylet was inserted into the lead with no resistance, confirming there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the high, out-of-range pacing impedances observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this lead exhibited a high, out-of-range pacing impedance measurement of greater than 3000 ohms. The lead was not implanted and was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead exhibited a high, out-of-range pacing impedance measurement of greater than 3000 ohms. The lead was not implanted and was expected to be returned for analysis.